Event description:
It was reported that during implant the setscrew was stripped. The physician was unable to remove the leads from the header and had to crack the header to remove lead. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A partial device was returned for analysis with the header and set screw missing. Without return of the entire device, a complete analysis could not be performed.